Event description:
During a rescue the gel came off of the pads as they were being peeled from the blue liner. One of the crew members was able to reattach some of the gel to the pad before placing it on the patient.

Manufacturer narrative:
The used pads are not available for examination. The customer reported that the pads were placed in a hazmat bag by paramedics, taken to the hospital and discarded. The data file from the rescue was evaluated. Following placement of the pads on the patient, the AED functioned as designed and correctly categorized the patient's rhythms as nonshockable.